Event description:
Clinic notes were received for review reporting that a vns patient had sleep apnea. The start date of the event and the relationship to their vns therapy is unknown at this time. No further information has been attained thus far.

Event description:
Additional information was received that the patient's reported sleep apnea was not vns related. Their vns stimulation is not affecting it. They were diagnosed sometime in (B)(6) 2012.

Manufacturer narrative:
.